Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not ensure a proper connection between the cassette line and heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a heater bag and cassette line. This occurred during dwell two of peritoneal dialysis therapy. During troubleshooting it was discovered that the heater bag had fallen and became disconnected. The patient stated that there was no leaking solution from the bag or the line. The patient stated that the connections were tight and there was no damage noticed on either the bag or the line. There was no patient injury or medical intervention associated with this event. No additional information is available.